Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event which was manifested by turbid effluent. The cause of the event was not reported. On the same day as the onset, the patient was hospitalized via out patient department for the event. Treatment for the event was not reported. At the time of this report, the patient has not recovered from the event and pd therapy was ongoing. No additional information is available as the reporter declined follow up.